Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was received from the patient. Patient said her device is MRI compatible and further stated she is in the hospital now and needs to get MRI but the issue is that her implant battery is dead and is not allowing her to change it to MRI mode and wants to know what to do. Patient did not have recharger with her at the time of the call. Patient confirmed that her implant battery does not recharge. Patient stated the last time they successfully charge was probably back in (B)(6). Patient stated her battery had been dead and that¿s why she has been trying to get it replaced. Event date was clarified again and patient stated (B)(6) 2017 is when she noticed she was having difficulties with charging implant correctly and then battery charge just wore itself out; battery went dead. It was reviewed possible overdischarge issue to get device jump started and for MRI eligibility information. Additional information was received from the manufacturing representative (rep) was received. It was reported that MRI needed- ins not charged. Patient had not charged ins since (B)(6) 2017. Patient has stated that when she did charge the ins would overheat after 4 hours. It would take up to 8 hours for full charge. She would have to stop the charge after 4 hours and finish the charger for another 4 hours. She would get all 8 coupling when charging. She stated that when she first had the implant she only needed to charge for about 2-3 hours. Patient is at the hampton hospital. The rep will need to try charge the ins and assist to place system into MRI mode for head. The issue has not been resolved looking for rep to charge ins. Surgical intervention did not occur unknown if planned. Rep reported that patient had no pre-existing conditions of seizures. Patient has had 3 x seizures on thursday, (B)(6) 2018 and sunday (B)(6) 2018. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.